Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter does not turn on. The patient manages her diabetes with oral medication. The power issue began in the morning of (B) (6) 2010 (unspecified day). The patient claimed she took her usual diabetes oral medication (dianorm) on the day of concern. Reportedly, one or two hours after the power issue began, the patient developed symptoms described as "weakness, dizzy, and shaky." The patient denied receiving any treatment as a result of the product issue. During troubleshooting, the csr noted that the subject meter powers on with the test strip inserted and the power button pressed. The csr indicated that the battery was never replaced per the owner's manual. Power issue was resolved with training. This complaint is being reported because the reporter claimed that the patient had symptoms that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.